Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Imdrf evaluation method code: appropriate term/code not available - design modification. Summary of investigational findings: the complaint is re-opened since imaging were provided and reviewed. The imaging review confirmes that type 1a endoleak and persistent false lumen perfusion around the thoracic endograft is seen at 2 weeks and 10 weeks. The endoleak is either from the proximal graft edge or from the fenestration, as it appears adjacent to the lsa. The fenestration cannot clearly be identified due to coil artifact on these images. Moreover, after performing the secondary procedure, the review of the 3 month CT imaging finds "successful coiling of the endoleak with no evidence of false lumen flow in the thoracic aorta". The imaging reviewer's observations relative to the use of the device on preoperative imaging are that "the proximal seal zone from the lcca to the proximal entry tear measures only 17 mm in length... The preoperative diameter measurements of this proximal seal zone are between 28 mm and 31.5 mm, so the 30 mm main body extension device is undersized" and "the proximal device is positioned at least 8 mm distal to the lcca, further reducing the proximal seal length". The imaging review confirms previously performed investigation and do not change risk assesment. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2018: a (B)(6) female patient underwent tevar using zenith devices. From proximal to distal, the devices placed are below; esbe-30-80-t-pf-d (B)(4); zteg-2p-28-200-pf-d (B)(4); gzsd-36-164-2 (B)(4); gzsd-36-123-2 (B)(4). The main entry of the dissection was located in the descending aorta distal to the subclavian artery. So as to make the subclavian artery open as it was, the physician made a fenestration on the distal extension and placed it the most proximally. Then, a proximal component and two bare stents were implanted. However, the confirmatory angiography revealed proximal type 1 entry flow. So, the space between the main entry and the proximal component was embolized with coils. Although the entry flow did not disappear, the procedure was ended. On (B)(6) 2018: angiography confirmed the proximal type 1 entry flow still remained there, but no interventions were performed against this. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr223484. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 31may2018. (B)(6) 2018: follow-up 3 months after the placement was performed. There, remaining of the proximal type 1 entry flow and slight enlargement of the diameter of the false lumen (descending aorta of thoracic region: 16.6mm - 20.5mm) were confirmed. (B)(6) 2018: coil embolization was perfomed against the entry flow and the flow disappeared.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: the complaint states a physician who made a fenestration on a esbe-30-80-t-pf-d device and placed the fenestrated stent graft in the area of the subclavian artery (most proximal). Hereafter zteg-2p and two gzsds were placed. The confirmatory angiography revealed a proximal type 1 endoleak, so the physician decided to embolize the space between the main entry and the proximal component with coils. However, the entry flow did not disappear. Since the diameter of the false lumen increased, the patient had another secondary procedure three months after. Coil embolization was performed again and the entry flow and the flow disappeared. No images were provided to support the investigation. Due to limited information and since the device was fenestrated (design modification) before use, it is not possible to determine a cause for the proximal type 1 endoleak and if the fenestration was a contributing factor. No evidence was found suggesting that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2018: a 42 years old female patient underwent tevar using zenith devices. From proximal to distal, the devices placed are below; esbe-30-80-t-pf-d e3506777, zteg-2p-28-200-pf-d e3434312, gzsd-36-164-2 e3670030, gzsd-36-123-2 e3646171. The main entry of the dissection was located in the descending aorta distal to the subclavian artery. So as to make the subclavian artery open as it was, the physician made a fenestration on the distal extension and placed it the most proximally. Then, a proximal component and two bare stents were implanted. However, the confirmatory angiography revealed proximal type 1 entry flow. So, the space between the main entry and the proximal component was embolized with coils. Although the entry flow did not disappear, the procedure was ended. On (B)(6) 2018: angiography confirmed the proximal type 1 entry flow still remained there, but no interventions were performed against this. Additional information received on 31may2018. On (B)(6) 2018: follow-up 3 months after the placement was performed. There, remaining of the proximal type 1 entry flow and slight enlargement of the diameter of the false lumen (descending aorta of thoracic region: 16.6mm, 20.5mm) were confirmed. On (B)(6) 2018 coil embolization was perfomed against the entry flow and the flow disappeared. Patient outcome: no adverse effects to the patient.